Event description:
It was reported that after an "infection process" the device had to be explanted. The patient fully recovered after the explant and antibiotic treatment.

Manufacturer narrative:
Product ID 39565, lot# 0205503024, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead; product ID 37081-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type extension; product ID 37081-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type extension; (B)(4).